Event description:
Patient was seen in clinic and presented with high lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient has not experienced any trauma or manipulation to the area and x-rays have been ordered.